Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient suffered a fall and subsequently lost stimulation. The patient is also unable to communicate with her ipg using her programmer. The sjm representative met with the patient and was unable to communicate with the ipg via a programmer. Surgical intervention will take place at a later date to address the issue.